Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a system failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and to fix the issue, fse replaced expired safety disk, drive assembly, solenoid driver pcb, compressor assembly & fittings. Fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications.

Event description:
N/a